Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site and confirmed the leak coming from the white blood cell (wbc) bath. The leak also attributed to the generation of high wbc backgrounds upon instrument startup, and the wbc background failure alerted the operator of an instrument problem. The fse replaced the wbc o-rings on the apertures to resolve the leak and the high wbc background issues. Results: wbc o-rings. (B)(4).

Event description:
The customer reported experiencing white blood cell (wbc) background issues with the coulter lh 750 hematology analyzer. The customer bleached the apertures and discovered a leak of greater than 1 ml from the aperture. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles and a laboratory coat at the time of the event and no injury or direct exposure with the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.